Manufacturer narrative:
Unable to prime during prime/compromised force sensor system test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Unit was received with minor scratched display window, cracked case at display window corner, broken reservoir tube lip, and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump kept alarming motor error. When he delivered a bolus, the insulin pump would deliver 3 units and then alarm motor error. Customer's blood glucose level was not reported. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.